Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: pump failure. Specific component(s) involved: pump drive unit malfunction. Additional text: pump failure. Causative or contributing factor: no specific contributing cause identify. Intervention(s): other interventions, specify. Other intervention : explant. Implant device type: lvad.